Manufacturer narrative:
The device was explanted but was not returned. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that a trial patient had acquired an infection following an implant procedure. The patient was admitted to an ER and provided with IV antibiotics. The patient indicated that she had acquired a staph infection. The patient had recovered without sequelae and was implanted with a nevro permanent system.